Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen appears different then the customer expected. Reportedly, the green color on the display appears "choppy", and "the grey colors have a reddish hue". Customer's blood glucose level was not impacted.